Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician with this right ventricular (rv) lead had an insulation breach during generator change and a lead repair kit silicone was used to repair the lead. The physician noticed that there was possible abrasion. The lead remains in service. No adverse patient effects were reported.